Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery with heavy scar tissue was attempted using a proglide device with a 6f sheath after a left superficial femoral artery and popliteal stenting interventional procedure. Reportedly, after successful suture deployment the lever of the proglide device was returned to its original position to retract the foot; however, the device became stuck during retrieval. Hemostats were used to widen the nick and spread to allow the proglide device to be retrieved. No tissue damage was noted. Lidocaine was given to the patient. The suture of the same proglide device was used to achieve hemostasis. There was no adverse patient sequela, the patient is stable. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.